Manufacturer narrative:
G4:25jan2021. B4:26jan2021. Per biomedical engineer manager, the unit was not plugged into the alternating current (ac) and was running on battery only. The unit shut down due to the battery being depleted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04nov2020.

Event description:
The customer reported that the unit was alarming low internal battery and shut down. The customer contacted product support and reported that it's unknown whether or not the unit was connected to ac (alternating current). The customer reported errors of running on internal battery, setting change, setting change, high rate, pt disconnect, low internal battery. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. The customer reports that they were unable to duplicate any issues. No part was replaced. The case was closed out.